Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse determined that there was malfunction with power supply and found defective mpdu control board. The fse replaced the mpdu control board. After replacement of the mpdu control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system will not turn on. The device was outside clinical use at the time of the event. No patient harm was reported.